Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2.7mm x 16mm non-locking hexalobe screw (part number 30-0347, batch number 572075) was inspected visually under magnification. The screw showed some signs of wear in the hex recess and some shiny areas on the remaining threads of the shaft where the screw appears to have stripped slightly. The screw broke approximately two threads from the head, about 0.150 inches from the top of the head. The fractured surface was approximately transverse to the long axis of the screw, with the fractured threads showing signs of twisting, indicating a torsional failure. Torsional failure can result from increased resistance of the screw, resulting in excessive torsional force applied. However, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported "during the procedure and under the usual surgical technique, a 2.7x16mm cortical screw reference (B)(4) is placed, which presents a fracture in the first third of the body of the screw, it remains implanted. There were no delays in the surgical procedure. The body of the device was implanted while being functional".